Event description:
It was reported that the ventilator's power management (pm) board had been replaced and now the ventilator only powers on if it is unplugged, then powered on and giving an error message indicating auxiliary alarm supply failed. There issue occurred during set up. No delay to therapy and no harm reported. The service engineer (se) inspected the device. The se found in the ventilator diagnostic logs multiple aux alarm supply failed error codes. The se replaced power management board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A power management (pm) board was return for analysis. Visual inspection of the pm pcba revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.